Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -12.5/1.0/070 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. It was indicated that the lens was stuck in the cartridge system and the surgeon found the lens could not be pushed out smoothly. It was noted "retraction occurs when the lens is loaded; cartridge tip narrow". The lens was still implanted with no patient injury. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).